Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient eye was swelling for several months after the cataract surgery. The patient experienced reflection of broken glasses during the night especially at the right corner. There were floaters and thin fishnet stocking like materials. The ophthalmologist said the vision would improve with time and suggested prednisolone to control or rather to prevent the swelling. The vision was improving but still need the glasses for long distance and was using both reading and driving glasses to perform the daily functions. Additional information has been requested.